Manufacturer narrative:
Pending investigation.

Event description:
The patient had a hip prosthesis cup implanted. The patient presented for follow-up with an externally diagnosed decentration of the prosthesis head in the cup bearing. The x-ray and CT scan showed a moderate decentration of the prosthesis head and unusually large osteolyses in the acetabulum as signs of inlay wear. This was verified when the inlay was changed. During the replacement operation, in addition to the inlay exchange, the firm integrity of the cup was determined, the cysts in the cup bed were curettaged and filled using hydroxyapatite + calcium (ceramic bone void filler) and the prosthesis head was replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The following sections were updated: d8, h6. The following sections were corrected: b2. Based on the available information, the patient involved in incident meets the following risk criteria: implanted with a component having a shelf age of greater than 2 years. The most likely underlying cause for the revision reported is a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed because the components were not returned to exactech for evaluation and no images or pre-revision radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.